Manufacturer narrative:
The device associated with this report was not returned, however provided photo of the reported device confirms the reported event of breakage. Follow up communication for product return was unsuccessful. A search of the complaint database found additional reports against the (B)(4) attune mod post saw cap family group for cap button component fracture. The root cause is attributed to product design. Depuy warsaw design engineering is currently exploring a new mod cap button design that will be more robust. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the cap button component has fractured. Pra (B)(6) was held on (B)(6) 2015 to evaluate patient risk. Based upon the provided information, the team decided there is no additional patient risk. The root cause is design. Depuy (B)(4)design engineering is currently exploring a new mod cap button design that will be more robust. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The plastic part that holds the capture on to the cutting block was not there when it was being assembled for the case.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.